Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was reported. The patient was in stable condition.